Event description:
It was reported that the patient's catheter had an occlusion. It was indicated that the catheter was replaced secondary to lack of therapy. As of the day of the report there were no patient symptoms and no injuries. The outcome of the patient was not provided. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID 8709sc, lot# h829710803, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the catheter found no significant anomaly. The catheter body had dried drug, blood, or foreign material. During patency testing a slight occlusion was noticed in segment 3. However, this occlusion was easily broken loose and most likely was related to drug that had crystallized inside the catheter during shipping. The occlusion was not related to the manufacture of the device. A minor, non-significant indent was seen down in the cup of the sc connector along with minor marks to each retaining ring finger. Both of these observations were most likely not related to any infusion anomaly.